Event description:
It was reported that the defibrillation electrodes were placed on a somnolent patient for approximately 40 hours. Upon inspection, it was discovered that the wire had become dislocated from one of the electrodes. There were no adverse affects to the patient reported as a result of device use.

Manufacturer narrative:
(B) (4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.